Manufacturer narrative:
Functional examination of the submitted p.f.c.* press-fit rod wrench could not confirm the reported event. It is noted that the device does show wear and a surgical environment could not be replicated. No product failure identified and no corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The press-fit rod wrench will not tighten or loosen to tighten the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.